Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer failed. The field service engineer (fse) found error was cleared after the pharmacy technician rebooted the system, which restored normal communication and resolved the issue. The error recovery was confirmed after the reboot. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer cubie failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.